Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Investigation revealed that all of the keypad buttons are intermittently responsive and required multiple button presses in order to elicit a response on the keypad. All of the keypad buttons did not spring back and click back as expected. There was evidence of contamination found under the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the 'ok' button is sticking and it must be pressed hard in order to get it to work. No reported damage to the keypad.